Event description:
Manufacturer ref.#: 262063.

Manufacturer narrative:
It was reported that the compressor did not produce any output pressure. After disassembling the compressor, it was found that the pump did not start normally. According to the problem description it was confirmed that the capacitor was faulty and needed to be replaced. The conclusion in this matter is that the compressor motor start capacitor was defective. As no goods were returned for investigation, the root cause why the motor capacitor failed could not be determined .

Event description:
It was reported that the compressor did not have any pressure output. There was no patient harm. Manufacturer ref.#: (B)(4).